Event description:
It was reported that a male pt underwent esophageal banding for the treatment of grade 4 esophageal varices using the speedband multiple ligator device. The physician reported "the banders kept falling off the varix". The complainant reported that the procedure was completed successfully using a competitor (wilson/cook) device. It was also reported that the pt died approx 1 day later due to a blood clot.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.